Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed was doing the 6 months preventive maintenance on an arctic sun device. And during the functional check the device would not cool, chiller temperature was dropped to 4.1. Needed a mixing pump. Biomed told they would order and replace since they did the circulation pump in march.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed was doing the 6 months preventive maintenance on an arctic sun device. And during the functional check the device would not cool, chiller temperature was dropped to 4.1. Needed a mixing pump. Biomed told they would order and replace since they did the circulation pump in march. Per follow up via phone on 11jan2024, it was reported that it was discovered that the mixing pump need to be replaced. The part has been ordered and was currently on backorder.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. Chiller temperature was dropped to 4.1. Needed a mixing pump. Biomed told they would order and replace since they did the circulation pump in march, per follow up, it was discovered that the mixing pump need to be replaced. The part has been ordered and was currently on backorder. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the biomed was doing the 6 months preventive maintenance on an arctic sun device. And during the functional check the device would not cool, chiller temperature was dropped to 4.1. Needed a mixing pump. Biomed told they would order and replace since they did the circulation pump in march. Per follow up via phone on 11jan2024, it was reported that it was discovered that the mixing pump need to be replaced. The part has been ordered and was currently on backorder.